Event description:
On 5/6/1999, the facility's risk manager informed the manufacturer's (MFR.) Rep via telephone of the following: the catheter fractured. The MFR.'s rep asked if the catheter fracture resulted in catheter shear. She stated that the catheter did break/separate. The facility's risk manager was then asked if the device was available to be returned to the MFR. For analysis. She stated that they would rather someone go to the facility to examine the device, but she would look into the possibility of having it returned to the MFR. For analysis. On 5/7/1999, the facility's risk manager faxed the MFR. A medwatch report that states: catheter extravasation - catheter fractured and as a result, the device was surgically removed. The pt was sent to special procedures for removal of the catheter fragment. On 5/10/1999, the MFR. Received a letter from the facility's risk manager that states the following: the pt incurred unnecessary expense due to the fragmentation of the catheter along with the stress of the procedures. The device is available in the risk manager's office for the MFR.'s review. The letter also states that a voluntary medwatch report was being sent to the FDA. No further details were provided.